Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Subsequently, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy.